Event description:
Pt was receiving nitrous oxide during a dental procedure and had a tonic clonic seizure at the end of the procedure with a prolonged post-ictal episode. Presented to emergency department with cns depression, drowsiness, coughing/choking. Glasgow coma score of 15. Pt was discharged from the emergency department and his mother then took him to his primary care physician. Pcp found decreased spo2 of 87% on room air and admitted pt to the hospital. On admission, spo2 had increased to 95-97%. Pt was reported to be febrile, so he was given acetaminophen and started on antibiotics and IV fluids. Chest x-ray on admission and one day later were both clear. Pt was discharged from the hospital less than 24 hours after admission and was afebrile, eating and drinking normally, at that point. Dose or amount: unknown. Frequency: unknown. Route: inhal. Dates of use: (B)(6)2009 - (B)(6)2009. Diagnosis or reason for use: dental procedure. Event abated after use stopped: yes.